Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and soft plastic during placement. There were no parts of the peg tube that detached inside the patient and a new endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the device found the thermoformed tubing and transition to be without issue. The silicone tubing was found to be broken/ cut at approximately 34.5 cm from the outer ring. An examination of the broken part was found to be perpendicular to the tubing. The surface of the break/ cut did not present evidence of failure while in tension but did present striations as if cut by scalpel or similar instrument. The returned device was consistent with the complaint that the tubing separated. It appeared that the returned section of the device was the portion normally cut away and discarded after the product was placed inside the patient. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is ¿operational context¿. A DHR (device history record) review was performed and there were no deviation found. A lot history search was performed and found no other complaints against lot 15976506.

Manufacturer narrative:
(B)(4) for the reported event of feeding tube detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and soft plastic during placement. There were no parts of the peg tube that detached inside the patient and a new endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.